Event description:
Provider reported the following: retainer is not fitting.. In the treatment notes for the new retainer case the provider states that the patient's crown was removed with the retainer when the retainer was removed.

Manufacturer narrative:
Based on the infortmation provided by the provider, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed or would likely cause or contribute to the reported event. This event is being filed as a MDR since the patient reported symptoms or physiological conditions related to patient crown coming off.